Manufacturer narrative:
(B)(6). The intraocular lens was not returned to our manufacturing facility. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; however, a dvd of the procedure was received. Evaluation of a dvd, which was received from japan showing the procedure, demonstrated a capsule rupture that may be attributed to a weak capsular bag; however, the root cause is unknown. From reviewing the dvd the tip of the cartridge looked fine. The lens delivery was within the normal range without visible complications. No flash was observed on the tip of the cartridge. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a posterior capsule rupture occurred when implanting an intraocular lens (iol) into the patient's cornea. It was stated that there was no sign of a posterior capsule rupture or any abnormality prior to insertion. The lens was removed, a vitrectomy was performed and another iol was implanted. The serial number is unknown and therefore am unable to provide the manufacture or expiration date of the iol. It was stated that the patient's condition is gradually improving.